Event description:
It was reported that the lead insertion into pulse generator connector was difficult. Eventually, the leads were inserted into the header and the device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.